Event description:
It was reported that "patient revised, dr. Was concerned because patient allegedly presented with fluid in his joint space, also amorphous particulate debris. Surgeon wants liner analyzed by stryker. Symptoms were unexplained hip pain.'

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.